Event description:
On (B)(6) 2012, at (B)(6), upon priming with crystalloid a tubing leak was noticed at the wye on the plegiox tubing (lot 92063269). (B)(4).

Manufacturer narrative:
(B)(4). Maquet (B)(4) performed a visual inspection of the tubing and could not find an abnormalities. Then the sample was tested for tightness. During this test a leak was identified on the 05309 connector on the bonding to the bo-01405 tube. After the leak was identified, the connection was viewed under the microscope. It was then determined that a small gap was present in the area in which the leak was identified. The investigation determined that the root cause of the leak was due to an error that occurred during the bonding/gluing of the tubing. Operators have been informed of this complaint. (B)(4).